Manufacturer narrative:
Concomitant product: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported electrodes with high impedances. It was unknown what led to the event. The patient stated she had a loss of therapeutic effect over the last few months. The patient came in to see the healthcare provider (hcp). An impedance test showed electrodes 5, 7, 8, 11, 12, and 14 all had impedance values greater than 3600 ohms. Reprogramming around these electrodes was done and captured therapy over 100% of her painful area. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. The patient was alive without injury and was receiving effective therapy. Relevant medical history included degenerative disc disease and spinal pain. Please see manufacturer report #6000153-2016-00248 for information on the patient's concomitant product.